Event description:
The customer contact reported that while operating on ac power, the pump powered off by itself without sounding an audible alarm tone. The pump was returned to the maintenance dept with an unsigned note which indicated the device powered off without sounding an audible tone. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use.